Event description:
It was reported that high out of range pacing impedances and high capture thresholds were noted on this right ventricular (rv) lead. No noise was present. A chest x-ray was performed, with no obvious abnormalities. This rv lead is part of an otherwise non-boston scientific system. Technical services (ts) was contacted for assistance. This rv lead remains in-service. No adverse patient effects were reported. Additional information was received. Loss of capture and impedance issues are in bipolar configuration was noted, while unipolar measurements were normal and within range. Technical services (ts) provided troubleshooting recommendations. No adverse patient effects were reported.

Event description:
It was reported that high out of range pacing impedances and high capture thresholds were noted on this right ventricular (rv) lead. No noise was present. A chest x-ray was performed, with no obvious abnormalities. This rv lead is part of an otherwise non-boston scientific system. Technical services (ts) was contacted for assistance. This rv lead remains in-service. No adverse patient effects were reported. Additional information was received. Loss of capture and impedance issues are in bipolar configuration was noted, while unipolar measurements were normal and within range. Technical services (ts) provided troubleshooting recommendations. No adverse patient effects were reported. Additional information was received. A revision procedure was performed, and no connection issue was observed. No sensing was confirmed in bipolar configuration, while unipolar measurements remained normal. This rv lead was successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that high out of range pacing impedances and high capture thresholds were noted on this right ventricular (rv) lead. No noise was present. A chest x-ray was performed, with no obvious abnormalities. This rv lead is part of an otherwise non-boston scientific system. Technical services (ts) was contacted for assistance. This rv lead remains in-service. No adverse patient effects were reported.